Manufacturer narrative:
(B)(4). Investigation summary: 1 each 0037h lot 183961 in unopened pouch was received for evaluation. During visual inspection a blue line was observed on the outer side of the holster which exceeds specification 0.40 mm2. The complaint is confirmed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that there was a foreign matter in the package. It was also reported that the package was damaged. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.